Manufacturer narrative:
This report is for 1 unknown zipfix cable. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a facility called requesting a scheduled return call to the physician regarding a event involving a zipfix cable and a patient on (B)(6) 2014 . The zipfix cable was placed in a patient and there was a snap at the cable or some other type of similar malfunction. No additional information was reported. This report is for an unknown zipfix cable. This is report number 1 of 1 for (B)(4).